Event description:
It is reported that a patient underwent a spinal procedure on (B)(6) 2010 and a drain was placed the drain was sutured carefully to keep the black mark of the drain on the surface of the patient's body. On (B)(6) 2010, the surgeon tried to remove the drain from the patient's body. The surgeon felt some resistance, so he carefully removed it with forceps, but the drain broke and about 15cm of the drain remained in the patient's body. Then, the surgeon re-opened the patient with a small incision to remove the retained drain. The patient is stable and has been discharged from the hospital. The surgeon opines that the cause was the drain may have come in contact with the needle while closing the wound site or the surgical site may have been too tight.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.